Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional information was provided by the hospital or physician. No additional adverse patient effects were reported. The device is in hospital possession and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.